Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said they got device replaced because it wasn't working. Pt didn't realize how much constant uncomfortable pain they were in. Pt was peeing 20 times a day and leaking all over the place. Dr also said pt was going through her battery faster then the normal person was. Pt already feels better after the replacement surgery. The constant uncomfortableness has been going on for over a year. They kept adjusting the programs. It felt like it was in the right spot in back of vagina. Day before surgery pt went to the bathroom 25 times. The other reason was the surgery was a bonus for them, pt is having a brain stent put in end of september. They can't do a brain MRI with the old implant. So the doctor said they needed to have it replaced. The peeing hasn't caught up but the pressure was immediately gone after surgery. They asked if pt had fallen. No pt didn't fall. The therapy did work in the beginning pt wasn't leaking or waking up in the middle of the night to go to the bathroom. The night before surgery pt woke up four times. The patient was going to review their equipment and then call back tomorrow to have someone in patient services review how to use it.